Event description:
Customer reported that a nurse noticed 1 pump in a system (1 pc unit and 3 modules) had turned off. The nurse tried to restart the pump but was unable to do so. The nurse moved the modules to a new pc unit and they still would not work. He obtained a 3rd pc unit with new modules and reprogrammed all pumps. After reprogramming the pumps, he smelled burning plastic coming from the pump. The infusions were temporarily interrupted with no harm to the pt. The staff members complained of headaches and some of dizziness that resolved without intervention. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). The customer¿s report of a thermal event between 2 pump modules was confirmed. The thermal event is believed to be the source of the reported smell. A review of the associated pc unit event log indicates that the pc unit was powered on several times on the date in question but at no time were any modules logged as being attached. The log also indicates that shortly after the second power-on, the pc unit began to experience (low 8v failure errors logged) problems with the 8 volt supply, likely the result of the short circuit on the iui connector. The logged events for the date in question indicate that at no time were any infusions programmed. Data from the pump module event logs indicate that the 3 pump modules in question were all attached to a different pc unit, that was not returned with the devices for investigation, and each had been infusing since (B)(6) 2011, with the logs ending for unk reasons sometime after 4:21 pm on (B)(6) 2011. Inspection and testing on the affected iui connectors found that a short circuit between the power pin 14 (+v8) and adjacent pin 15 (sys_gnd) on the male (black) iui connector of pump module sn: (B)(4) resulted in thermal damage to both mating connectors and both rear cases with melting of the surrounding plastic housing. Also noted on the male (black) iui connector was a small crack in the well, above and slightly to the right of where the short circuit occurred. This crack likely allowed fluid to enter the connector and for a conductive bridge between adjacent power and ground pins. The black iui connector is made from the material that meets the (B)(4) requirement of hb for flammability of external plastic parts. The reported observation of burning smell is likely due to the melting plastic housing on the connector. The root cause for the thermally damaged iui connectors, and subsequent smoke smell, was not definitively identified but the evidence suggests that fluid entered the connector through a crack in the well and formed a conductive bridge between adjacent power and ground pins leading to the short circuit condition and subsequent thermal event.